Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Reported 1 false positive sars result for 1 asymptomatic (off-label use at the time) employee at an onsite testing event. The result was confirmed negative by molecular (pcr testing).